Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot.

Event description:
It was reported that patient's left hip was revised due to dislocation. The head dislocated from the liner as a result of the proximal body disassociating from the plasma stem and pulling the head out of the liner. Patient had been performing a non-compliant activity (bending over) when dislocation/ disassociation occurred. Surgeon reported he was unsure if the disassociation occurred because of surgeon error or device failure of the locking mechanism. Rep noted that during implantation, surgeon did not use torque wrench, but applied force by free-hand tightening the locking mechanism. A biolox ceramic head and restoration proximal body were revised to the same catalog numbers of different lot codes as the surgeon decided not to re-implant the revised devices.